Event description:
During cysto/turp, the plastic beak of the inner sheath became separated and floated into the bladder. Stone grasping forceps was used to grab the plastic beak and successfully remove it. No patient harm.